Event description:
It has been reported that during the procedure the teflon coating on this device was reportedly flaking off and the device came in contact with the pts blood. The device was removed and replaced. There is no report of pt injury and the device is being returned for analysis.